Event description:
The user facility reported a 21-year-old female in acute myocardial infarction/ cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Upon receiving the device, thrombosis developed in the left main coronary artery which was aspirated with penumbra. The patient had lost pulses in both legs and a CT scan of both legs was a pending decision. The device's catheter was replaced with a new catheter, due to the pump was positioned in the aorta. Procedure outcome is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.